Manufacturer narrative:
The device is not being returned to the manufacturer. The lot number was not provided. The investigation is currently underway.

Event description:
It was reported that during a below the knee procedure, the balloon ruptured during the first inflation. Upon removal of the device, the balloon got caught and a segment remained in the artery at the inflation site. The lesion was highly calcified and stenosed. The age gender of the patient is unknown. The product was properly inspected and prepped and no anomalies were noted. It is unknown if there was any difficulty accessing the lesion with a guidewire. It is unknown if there any resistance noted while advancing the product to the target lesion. When the balloon was placed in the lesion, pressure was applied and the balloon inflated normally. There was high calcification observed at the area of the inflation, and reportedly this may have caused the balloon to burst. It is unknown at what atmospheres the balloon was inflated when it burst. A standard indeflator was used to inflate the balloon. The contrast to saline ratio used to inflate the balloon is unknown. After the balloon burst it is unknown if the physician attempted to retrieve through the guide catheter. According to the physician, the balloon was torn due to the sharp calcification characteristics of the lesion. The separated portion of the balloon remained in the area of inflation after the balloon catheter was removed from the patient. The separated piece remains in the artery. The physician managed to cross the lesion using sub-intimal technique and placed a stent to ensure patency in the new subintimal tract that was created, thereby ensuring that the missing piece of the balloon was kept in position. It is unknown if the piece of balloon is going to eventually be removed. The procedure was successfully completed. The patient is feeling well and his stable, with good pulse present at the foot.